Event description:
Patient was sitting on the stairs and leant around to retrieve something and their hip dislocated. The patient reported feeling a distinctive pop. The patient was admitted to hospital and underwent revision surgery. Revision of an mdm implant (v40 head dislocated out of mdm liner)

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The medical review concluded that an adverse combination of patient-related factors regarding the leaning movement, in combination with the procedure-related factor of cup position in low or absent anteversion were possible factors in this reported event. The event could not be confirmed. The exact cause of the event could not be determined because insufficient information was received. Further information including patient details (height, weight etc), medical history and x-rays confirming the dislocation are needed in order to complete this investigation.

Event description:
Patient was sitting on the stairs and leant around to retrieve something and their hip dislocated. The patient reported feeling a distinctive pop. The patient was admitted to hospital and underwent revision surgery. Revision of an mdm implant (v40 head dislocated out of mdm liner).

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.